Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer states they have called before and have had pump and supplies replaced, but the issues persist. The customer's blood glucose level was unknown. The customer states they have reverted to manual injections. The customer declined to troubleshoot and did not feel comfortable with the pump.